Manufacturer narrative:
Device manufacturing date inadvertently not provided on initial submission, device manufacturing date now provided. The initial submission inadvertently reported that this event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This event was not part of that retrospective review.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. On (B)(4) 2016, a medtronic representative went to the site to test the equipment. Two leaking cells were found in the inverter assembly. A burning smell from the generator was noted. Note: the burning smell from the generator is being investigated as a separate complaint, and a medwatch report (filing no. 1723170-2016-05505) was filed on 21-nov-2016. On 1-nov-2016, the medtronic representative went back to the site to replace all thirty inverter batteries, and started radiation testing. On the last shot of the rad accuracy test the imaging system started to smoke, necessitating further repairs. On 3-nov-2016, the medtronic representative went back to the site and repaired the system. The full radiation testing was then completed, per (B)(4). The imaging system then passed the system checkout and was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, performed an imaging system checkout per (B)(4), which included radiation testing, battery inspection, and IFU/user manual updates. During the battery inspection, it was noted that a few of the batteries had leaked some battery acid.